Event description:
Adverse event: interrupted procedure. Malfunction: laser stopped firing, error message. The system operator reported that the laser stopped firing at 10% complete. And a high energy error message was displayed. She stated that she performed a gas exchange and recalibrated the system. At which time the remaining 90% of the treatment was completed uneventfully. Additional follow-up received: the surgeon stated the pt was not injured by the event.

Manufacturer narrative:
Determination of root cause: assessment: the site contacted the territory manager (tm) to report they had a surgery interrupted at 10% due to a secondary energy too high error. Via phone fix the tm had the site shut the system down and send him the logfile. During the review of the logfile the tm found the site had skipped the morning gas exchange. To address the issue the tm instructed the site to perform gas change. The tm had the site program in a new procedure with the same info as the aborted 10% procedure and then burn the first 10% onto a plastic disk allowing for the remaining 90% of the treatment to be performed on the pt's eye. Conclusion: based on the results of the investigation, the root cause of the event was the skipped morning gas exchange. (B) (4)